Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a mrh surgery, an mrh head impactor broke into two pieces at the handle during impaction of implant. Both pieces were recovered, it was confirmed that no pieces were left inside of the patient via mini c-arm. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Section h3, h6: the product has not been received at the aus site for evaluation and photographs were not provided, so the complaint could not be confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. Complaint history review: the complaint history review identified no similar reported events for this device or for the same product lot. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. As the device has not been received for evaluation, a definitive root cause could not be determined. The complaint alleges no injury to the patient nor a delay during surgery. It was determined that the device likely contributed to the reported event as the most probable cause of the failure was wear and damage due to normal use. The mrh implant impactor is a reusable instrument expected to be used across multiple surgeries. Further, the instrument is used to protect the implant during impaction and is subjected to strong impaction forces during use. Exposure to repeated or excessive force during impaction could cause the instrument to fail with prolonged normal use. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.